Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high, out-of-range pacing impedance issue observed at the implant procedure.

Event description:
It was reported that during the implant procedure, this lead exhibited high, out-of-range pacing impedance measurements of greater than 4,000 ohms. The issue could not be resolved, so a new lead was implanted instead to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this lead exhibited high, out-of-range pacing impedance measurements of greater than 4,000 ohms. The issue could not be resolved, so a new lead was implanted instead to complete the procedure. No adverse patient effects were reported.